Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height matrix failed, and solenoid was not firing. A field service engineer removed the drawer and found that the connections to the controller were not properly seated. The connector was reseated, and the drawer was reinstalled. To test the repair, the hardware testing application (hta) was used and confirmed to be functioning correctly. The station was rebooted, and the customer successfully recovered and tested the drawer with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the lock was broken, and the drawer was not locked. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.